Event description:
The customer reported that an alarm did not sound and that the staff did not respond as they did not hear the alarms.

Manufacturer narrative:
The customer reported that they had installed new monitoring equipment one week prior, and a patient had a vtach event that they did not hear an alarm for at the central. They were not sure if the alarm occurred at the bedside or not and were not sure if the alarm was silenced. The field service engineer (fse) went onsite and indicated that the products involved were operating properly. He was not informed by the customer that an incident had occurred. The biomed went to the unit and simulated alarms, noting that the central responded providing appropriate alarms. The nurse manager indicated that the patient was a dnr/dni who did expire, and that staff did not respond to the alarm, which did occur. The lack of clinical response is not considered as a factor in this death. The alarm volume at the central was set at 4 at the time. This was configured at installation, but the customer now feels the minimum should be at 6 and not 4. The fse was contacted on 05/16/2008, to follow up with the customer and provide instruction on making this change. No product malfunction occurred.